Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, conclusion), h11. The initial iabp catheter failed to function properly during weaning from cardiopulmonary bypass cpb resulting in inadequate blood pressure support. The device showed six augmentation with no triggering alarms. The balloon activated only intermittently producing one or two beats before stopping and did not respond despite troubleshooting including adjusting trigger modes pressure ECG pacemaker and adding ECG electrodes. Because the balloon did not provide the required support the patient remained hypotensive and inotropic therapy had to be increased with an additional inotrope started. Once the malfunctioning catheter was replaced with a new balloon blood pressure stabilized allowing discontinuation of cpb. The patient was then transferred to the ICU with the working iabp. The aorta was noted to be non calcified. No decontamination or visual inspection was performed since the product was not returned and could not be evaluated. Therefore we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as a non conforming or adulterated product or that it was counterfeit. The complaint history review did not identify an adverse trend defined as an increase in the number of complaints over the past three months. Based on the rationale provided above no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the catheter, it did not function properly. No harm or injury to the patient was reported. The iab was attached to the patient during the cpb circuit weaning phase. The iabp had 6-augmentation, no triggering alarms, sometimes alternating, sometimes simultaneously. When it was determined that the balloon was not working and was due to the catheter, it was removed and replaced with a new one.the treatment was not terminated; after the working balloon catheter was attached to the patient, blood pressure stabilized, and the patient was taken off cardiopulmonary bypass and transferred to the intensive care unit.